Event description:
It was reported that a malfunction alarm occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.